Event description:
Event description cpi received information that this transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) system experienced oversensing resulting in diverted therapy. The transveneous defibrillation lead was also reported to have dislodged.